Manufacturer narrative:
This complaint is being reported by zimmer biomet as cmp-(B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was (B)(6) 2014 where it was reported that the device was broken and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, screwdriver, width plates, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on november 9, 1995, and is over 20 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the hand piece. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was then tested with the customer's hose and the motor operated within motor speed specifications. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and swivel. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection it was noted that the device was tested with the qa test hose and customer¿s hose and operated within motor speed specifications. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 20 years old and has not been previously repaired since (B)(6) 2014. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It is reported the unit was jumpy during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.